Event description:
It was reported that during a breast biopsy procedure, the system delivered an error code after several specimens were taken. The error code occurred multiple times. The doctor converted to an open surgical biopsy procedure.